Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the clinician that the lead tested positive for myopotential oversensing. The lead was successfully reprogrammed as a result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was implanted after the used before date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The lead remains in use. No patient complications have been reported as a result of this event.